Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after insertion of lens the surgeon noted that one arm of the haptic was broken. The broken trailing haptic piece was in the inserter. Additional information has been requested, received and stated that the broken trailing haptic noted after insertion. Risk of removal outweighed observation. Patient under observation. Patient may need further surgery to remove. Potential for harm due to iol exchange, risk of further surgery and corneal decompensation. The lens sat slightly tilted with 6/7.5 vision which might be improved by exchanging the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in g.3.: supplemental medical device report (smdr) # 01 is being filed to update the g.3 date on the initial report, filed earlier. Previous date of 04-jun-2024 should be 14-jun-2024. Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that after insertion of lens the surgeon noted that one arm of the haptic was broken. The broken trailing haptic piece in the inserter. Broken haptics may occur: ¿ if the operating room temperature is too high (greater than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ophthalmic viscosurgical device (ovd) as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: 1) if the operating room temperature is too high (greater than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. 2) if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. 3) if a straight trailing haptic occurs and it was not properly detected to be out of position. 4) if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided that the lens was inserted by junior colleague; abnormality noted after insertion. It was indicated that the risk of removal outweighed the observation. The patient may need further surgery to remove at a later date. Presently the lens sits slightly tilted with 6/7.5 vision. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).